Event description:
Report received from USA stating that the device died and was not working. The device was used in knee surgery. There was no patient/user injury or medical intervention reported. It is unknown if delay occurred. There is no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "will not run" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If additional information becomes available a supplemental report will be submitted. (B)(4).